Manufacturer narrative:
The reported complaint was not duplicated but the occurrence of primary alarm failed was detected in the event log. Speaker 1 and speaker 2 for primary alarm were replaced as prevention.

Event description:
The international customer reported that when the v60 unit was turned on during inspection and prior to use, the alarm kept sounding. The unit was turned off and rebooted and duplication of the event was not found. There was no patient involvement.